Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of unspecified intestinal issue (intestinal contamination ) and peritonitis in a patient while receiving peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. The patient was not hospitalized. On (B)(6) 2010, the patient started on ceftazidime 1 gram daily ip and cefazolin 1 gram ip daily for peritonitis. At the time of this report, antibiotic therapy was ongoing until peritoneal effluent culture results are obtained. The nurse reported that the patient had unspecified intestinal issues a few days prior to the peritonitis and that may have caused the intestinal contamination that led to peritonitis. At the time of this report, the outcome of the peritonitis, unspecified intestinal issue and intestinal contamination was unknown. Action taken with extraneal and physioneal viaflex therapies was not reported. The reporting nurse considered the event of peritonitis to be unlikely related to extraneal and physioneal viaflex therapies. An opinion of causality was not reported for the events of unspecified intestinal issue and intestinal contamination.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.